Event description:
The time of event is unknown. There was no report of patient harm. Bending rubber missing.

Manufacturer narrative:
We checked the returned unit and confirmed that the bending rubber missing. Based on the result, we concluded that it was caused due to the physical damage applied on the bending rubber. In addition, we confirmed that the electrical connector corroded, the angle wire premature failure, the forward body cover scratched, the objective lens unit scratched, the insertion flexible tube (ift) dirty, the light guide cable dirty, the junction case loosened, the lg prong top loosened, the light guide cable lump/wave, and the u/d pulley wire rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the bending rubber falls into the human body. Therefore, based on the technical report "hr-rpt-0581 (bending rubber)" and/or the risk analysis results, it was evaluated to submit MDR.